Manufacturer narrative:
H10: philips received a complaint from the customer, reporting a black screen on the v200 ventilator. The device was not in clinical use. There was no report of harm. Due to the lack of additional information, the device malfunction, correction, and final disposition of the device could not be confirmed because the customer declined service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H10: all information from the follow-up report #2031642-2023-00151 has been transferred to this report. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00059. All information from the original report(s) has been transferred to this report.

Event description:
It was reported that the v200 ventilator/black screen.